Manufacturer narrative:
The reported events were dislodgment, failure to sense, and failure to capture. As received, a complete lead was returned with its helix fully extended and within product specification for analysis. The reported events of failure to sense, and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the hospital for a device check. Upon interrogation, it was noted that the right atrial (ra) lead exhibited poor parameters, and the right ventricular (rv) lead exhibited elevated capture threshold. Chest x-ray confirmed that both the ra and rv leads were dislodged. Both the ra and rv leads were explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
Additional information received indicates that the right atrial lead had exhibited loss of sensing and capture.